Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) called our affiliate in (B)(4) to report eye discharge and pain after several hours of wearing the 1-day acuvue trueye brand contact lens. The pt reported that he/she removed the suspect contact lens and went to an eye care provider (ecp) who diagnosed conjunctivitis. On 03jul2017 a call was placed to the pt and additional information was provided: the pt reported the event date is (B)(6) 2017 and he/she was diagnosed with bacterial conjunctivitis in the right eye. The pt reported eye discharge and pain in the right eye after the suspect contact lens was removed. On (B)(6) 2017 the pt went to the ecp and was prescribed gatiflo 0.3% and fluorometholone 0.1% eye drops (the frequency was not known). The pt reported he/she was not instructed to discontinue contact lens use, but was advised to return to the ecp in one week. On (B)(6) 2017 the pt returned to the ecp and was advised the conjunctivitis was resolved. On 04jul2017 a call was placed to the pt and additional information was provided: the pt reported that the suspect product was discarded. On (B)(6) 2017 the medical receipts were received from the pt and were confirmed as gatiflo 0.3% 5 ml eye drops and fluorometholone 0.1% 5 ml eye drops; the pt was seen at the ecps office on (B)(6) 2017. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 4948510106 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.